Event description:
The customer reported that the system exhibited a control panel error. This error is likely to result in a system lock up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5vdc power supply was evaluated and the calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.